Manufacturer narrative:
Initial reporter information was not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the system was functioning as intended. The reported issue could not be replicated/confirmed. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the site tried to boot up the system there was no power. However, there was power on the wall outlet. The site disconnected all cables of the em and checked the system for any disconnections, during which time the system was plugged into the wall outlet. After some time the system would boot up and it could be used without issue. A couple of reboots after the procedure showed no issue and system was booting up normally. There was no patient present.

Manufacturer narrative:
Initial reporter name and occupation updated. If information is provided in the future, a supplemental report will be issued.